Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The issue occurred in the past; therefore, troubleshooting could not be performed. Customer's blood glucose level was 295 mg/dl at highest.